Event description:
It was reported that while unpacking a mitraclip xtw, it was observed that the top of the flush port of the dc handle was broken into two pieces; one piece attached to the dc handle, and the other piece in the plastic box (horizontal break). It was noted that the flush port lay in the plastic tray and had a cloudy/whitened appearance to the break. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported broken flush port was confirmed, as reported broken piece was missing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the observed broken and missing flush port was determined to be a potential product quality issue. The investigation evaluated the reported issue, and the engineering group determined the potential root cause to be man with method as a potential contributing factor. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.